Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the device had error code 255.2022 was confirmed during log review but not replicated during testing. The fast battery conditioning was performed and after approximately 12 (twelve) hours, the fast battery conditioning test failure, the pcu did not display the result, the pcu remained at ¿00:00¿. The pcu power supply board was temporarily replaced with a known-good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating a ¿fast battery conditioning¿, the battery conditioning completed with no errors or malfunctions. The failure to complete battery conditioning was identified in the battery conditioning failure investigation report (dir 10000410056) and was related to a defective 220¿f filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. The event date was reported as 22 july 2025; time was not reported. Review of the pcu error log showed no errors were recorded on the reported event date. The pcu error log identified errors codes 800.8000 twenty-two (22) times between 08 april 2025 and 24 april 2025. Review of the pcu event log showed that the system error code 800.8000 occurred when the ¿fast battery conditioning¿ test was performed in the suspect pcu. It should be noted that the error code 255-202-2 is not recorded in the device logs and is only displayed on the pcu screen at the time of the system error. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 255.2022. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 255.2022. There was no patient involvement.

Event description:
It was reported that the device had error code 255.2022. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the device had error code 255.2022 was confirmed during log review but not replicated during testing. The fast battery conditioning was performed and after approximately 12 (twelve) hours, the fast battery conditioning test failure, the pcu did not display the result, the pcu remained at ¿00:00¿. The pcu power supply board was temporarily replaced with a known-good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating a ¿fast battery conditioning¿, the battery conditioning completed with no errors or malfunctions. The failure to complete battery conditioning was identified in the battery conditioning failure investigation report (dir (B)(4)) and was related to a defective 220 f filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. The event date was reported as 22 july 2025; time was not reported. Review of the pcu error log showed no errors were recorded on the reported event date. The pcu error log identified errors codes 800.8000 twenty-two (22) times between (B)(6) 2025. Review of the pcu event log showed that the system error code 800.8000 occurred when the ¿fast battery conditioning¿ test was performed in the suspect pcu. It should be noted that the error code 255-202-2 is not recorded in the device logs and is only displayed on the pcu screen at the time of the system error. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Please replace the pcu power supply board. Device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue that the device had error code 255.2022 was confirmed during log review but not replicated during testing. The fast battery conditioning was performed and after approximately 12 (twelve) hours, the fast battery conditioning test failure, the pcu did not display the result, the pcu remained at ¿00:00¿. The pcu power supply board was temporarily replaced with a known-good dchu pcu power supply board for testing purposes only. The pcu was then re-tested by initiating a ¿fast battery conditioning¿, the battery conditioning completed with no errors or malfunctions. The failure to complete battery conditioning was identified in the battery conditioning failure investigation report (dir (B)(4) and was related to a defective 220 f filter capacitor (c20) on the pcu power supply board. Operations engineering performed thorough testing of pcus that exhibited this failure mode and determined the root cause of the failure was the result of excessive leakage current through the c20 capacitor. The event date was reported as 22 july 2025; time was not reported. Review of the pcu error log showed no errors were recorded on the reported event date. The pcu error log identified errors codes 800.8000 twenty-two (22) times between 08 april 2025 and 24 april 2025. Review of the pcu event log showed that the system error code 800.8000 occurred when the ¿fast battery conditioning¿ test was performed in the suspect pcu. It should be noted that the error code 255-202-2 is not recorded in the device logs and is only displayed on the pcu screen at the time of the system error. The bd alaris¿ pc unit system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 255.2022. There was no patient involvement.